Event description:
It was reported that the cco/cci values were incorrect: the cco/cci were reading 2.2 and 0.7, respectively. No error messages were reported. When the monitor was changed, the cco/cci readings were 4.2 and 2.1, respectively; these readings were confirmed with a bolus cardiac output. No inappropriate treatment or patient injury was reported.

Manufacturer narrative:
(B)(4) evaluation summary: the returned device was processed through final acceptance test unit (fatu) test before and after a 22 hours burn-in test per procedure and the reported event " cco value incorrect " could not be confirmed. No error message was logged and no fault was found. As no non-conformances were found and the complaint could not be confirmed, no actions will be taken at this time.